Event description:
The philips field service engineer (fse) reported the middle of the touchscreen did not work during a pre-operational check after changing out the bezel. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed and duplicated the reported issue. The fse reported that he has ordered a touchscreen and has made sure all cables were properly seated. The repairs are currently pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) reported to have replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
H10: the touchscreen was received by the product investigation lab (pil). Visual inspection of the touch screen revealed no evidence of damage or contamination. Resistances are out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Based on information provided and/or service performed, the reported issue was confirmed. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.